Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead impedance was less than 100 ohms. The lead broke on the cephalic fixation point (even if it was anchored on the suture sleeve). Immediate change of the rv lead was needed. When changing this lead, dislodgement of the ra and lv leads which required their repositioning. The lead was explanted and replaced by a lead of another company.